Event description:
Medtronic received information that an (B)(6) year-old male patient with severe aortic stenosis underwent successful implant of a medtronic 26 mm transcatheter bioprosthetic valve (serial not reported). Postoperative follow-ups in the next 6 months showed a slight increase in mean transprosthetic aortic pressure gradient. Between postoperative follow-up months 6 and 12, there was an increase in transprosthetic aortic mean gradient and a significant reduction in aortic effective orifice area, which suggested severe prosthetic valve stenosis. A transesophageal echocardiogram (tee) evidenced thickened immobile aortic valvular leaflets, however there was no evidence of vegetation or thrombus. In a surgical intervention, the bioprosthetic valve was explanted and successfully replaced. Visual inspection of the explanted valve revealed a translucent neointimal sheath covering the upper portion of the nitinol frame, as well as immobile leaflets due to the presence of a brown thrombotic host tissue and pannus. There was no sign of calcification. Several months after the procedure the patient was well with good function of the new bioprosthesis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Title: subacute transcatheter corevalve thrombotic obstruction authors: patrizio lancellotti, md, phd; marc a. Radermecker, md, phd; sara h weisz, md; victor legrand, md, phd citation: circulation: cardiovascular intervention. 2013;6:e32-e33 (doi: 10.1161/circinterventions.113.000213).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.